Event description:
It is reported that the pt was revised due to a stress fracture below the tibial component and a loose tibial component.

Manufacturer narrative:
This report will be amended when our investigation is complete.